Event description:
It was reported that a smiths medical cadd legacy pump displayed error code 1871. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in good physical condition. The event history log was reviewed and there was an error 1871 in the history. The pump was disassembled and the reported error code 1871 was able to be duplicated. This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When the pump was opened, it was determined that the front housing piezo cable had not been inserted into the connector on the board. It had worked its way into the motor gear and optic switch, stopping the motor from turning. The issue was caused by debris in the pump that prevented the motor from running. The damaged optical switch and flag gear will be replaced to resolve the issue.